Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a (B)(6) male pt, the device returned a "no shock advised" determination for what appeared to be a shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.